Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there were air bubbles in her reservoir, including one large bubble at the bottom. The patient's blood glucose at the time of incident ranged between 292 mg/dl and 346 mg/dl. Troubleshooting was initiated for the air bubbles anomaly. The customer confirmed that the insulin was not kept at room temperature. The customer was advised to change her infusion set and start keeping her insulin at room temperature to prevent gassing out when it warms in the pump. A high pressure test was performed on the pump and passed. No products were shipped or returned.